Manufacturer narrative:
Additional information was received on june 20, 2017, providing the following additional concomitant product: pentaray navigational eco catheter, model #: d-1282-07-s, lot #: unknown. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: preface guiding sheath, model #: 301803m, lot #: unknown. Carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered diaphragmatic paralysis requiring steroids. Prior to radiofrequency ablation, the physician was able to capture the phrenic nerve. During the procedure, the physician was no longer able to capture the phrenic nerve. Phrenic nerve injury was confirmed. Intervention was steroids. Patient required an overnight stay in the hospital for monitoring. As of complaint update, the patient¿s phrenic nerve was functioning. It was noted that a full recovery was expected. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.